Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It is reported that the universal modular electric/battery double trigger handpiece would not operate when the battery was attached. While waiting for a new battery to be opened, the handpiece began to operate while standing on the sterile instrument trolley (running without user input). There was no patient harm; however, there was a delay in surgery for approximately 0-15 minutes.